Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal she realized the string on a tampon was too short to remove the pledget from her vaginal cavity. She had to reach inside her vaginal cavity to find the string and after 15 minutes was able to remove the pledget. She did not seek medical attention and did not experience any adverse health effects.